Event description:
The consumer reported two (2) conflicting results with binaxnow covid-19 antigen self test performed on various dates with an unknown sample. This report is test two (2) of two (2). Consumer read results on (B)(6) 2022 saw no sample line (negative) at the fifteen (15) minute mark, then at twenty (20) minutes the consumer saw a faint sample line (positive). Confirmation testing was performed on (B)(6) 2022 with an unknown brand and generated negative results. No additional patient information, including treatment and outcome, was provided.

Manufacturer narrative:
This report is being submitted to provide the initial report and the investigation conclusion. The required intake information to enable further investigation, such as the kit's lot number and logfiles, was not provided and an investigation was not able to be performed. Notwithstanding, a review of complaints' trend reveals that all lots within expiry dating are performing according to the statements made in the package insert. In conclusion, abbott diagnostics (B)(4) was unable to determine the exact root cause of the reported issues as no information was provided for investigation. Please refer to related MFR. Report numbers: 1221359-2022-03423 through 1221359-2022-03424.